Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood glucose result. Expected fasting blood glucose test result range is 80 to 158 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/23/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 1:50mg/dl (B)(6) 2015 09:30am. 2:70mg/dl (B)(6) 2015 09:05am . 3:94mg/dl (B)(6) 2015 07:00am . Adverse event not reported.

Event description:
Consumer complaint of low blood glucose result. Expected fasting blood glucose test result range is 80 to 158 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 10/23/2017 and upon vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: 50mg/dl, (B)(6) 2015: 09:30am; 50mg/dl, (B)(6) 2015: 09:30am; 70mg/dl, (B)(6) 2015, 9:05am; 94/dl, (B)(6) 2015 pm, 07:00am. Adverse event nor reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).